Event description:
It was reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced a blown fuse. The system operates as intended.